Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during advancing with anatomical resistance in the moderately tortuous and moderately calcified left anterior descending artery (lad), the 3.5 x 8 mm nc trek balloon proximal shaft separated while attempting unsuccessfully to cross the lesion. There was no report of excessive force being used. The device was removed and a different device was used to complete the lesion pre-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.